Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occured. The wearable was inserted into the arm. According to the patient, on (B)(6) 2024, the patient experienced hypoglycemia, dizziness and seizures. The patient¿s daughter received an urgent low reading on her follow app (70 mg/dl and below) but the patient did not check her g7 app. The daughter called 911 for an ambulance and the patient was taken to the hospital. The patient was treated with glucagon, magnesium potassium and saline intravenous drip. The patient was diagnosed with stress induced hypoglycemia and was discharged the same day with a bg reading of 124 mg/dl. At the time of the report the patient was sweating but was not feeling any other symptoms. The allegation against dexcom for this event were unclear but an unspecified malfunction could have contributed to the event. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.